Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6 investigation summary: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the plate broken in two pieces, all pieces are seen in the x-rays. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - plates: trauma . There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that a patient who had undergone revision surgery for a first plate breakage on (B)(6) 2024 came back for a 12-week check-up. The patient had experienced more pain and difficulty walking since about two weeks ago. She hadn't done anything special other than rehab training with a physical therapist. On both occasions, the plate had a breakage in an angularly stable hole above a cerclage. Now it went off in the 4th shaft hole counted from below. No reoperation has been done. There has been so much callus that there is some stability in the fracture, so now the surgeon will see if it heals with orthosis and relief. It was further reported that the implant would be left in the patient since it would be a big risk to re-operate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the plate broken in two pieces, all pieces are seen in the x-rays. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - plates: trauma . There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as lot number was not valid for this device. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.